Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of cut angle wire in the bending section could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Stain was noted on the image guide bundle. Adhesive on bending section cover was detached and had a chip. Due to a pinhole on connecting tube, water tightness was lost. Connecting tube had a dent, scratch and was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the bronchofibervideoscope exhibited angulation malfunction and the scope did not move up and down. The device was returned and an evaluation revealed, the bending section could not be controlled due to a cut on angle wire. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, b5, d10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the intended procedure was endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna). The purpose of the procedure was testing. The procedure was completed with the same device. The duration of procedural delay was unknown. Pre-use inspection was performed.